Event description:
The customer reported that the track on the power processor sample processing system with generic connection modules stopped, causing the belt to shake. The customer stated that the shaking was sufficient to introduce bubbles into the samples on the track. The customer does not know if erroneous results were generated. There was no report of impact to patient treatment.

Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced worn drive shaft, bearing and reverse belt to resolve the issue. Although multiple hardware components were replaced, the worn bearing is the primary component contributed to this event. (B)(4).